Event description:
The allergist called and stated that a pt presented to them this past monday, (B)(6) 2010, with; swelling, redness and small pustules of one of their feet. The pt had foot surgery with the use of an undefined gii anchor for fixation at the (B)(6) foot clinic sometime in (B)(6) 2010. At some point post-operatively, the pt presented with undefined symptoms to the surgeon, who referred the pt to the allergist. The pt was tested for "nickel" allergies and the results were positive. The pt is also being tested for reactions to titanium, results not yet available. The pt is a female, and outside of this reaction is in good health. At this point in time the allergist is referring the pt back to the surgeon, and maybe recommending the removal of the anchor to abate the reaction, not yet known. This is an li issue: "liability or work related claim? Clinic to call back.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.